Event description:
As reported from patient support (psc), psc received a call from a care advocate in vermont. Approximately 1 month post tavr with a 20mm sapien 3 ultra resilia valve, the patient passed away. According to care advocate, it was found that patient had ''blood clots in her intestines'' and was transferred via ambulance back to dartmouth hitchcock medical center for higher level of care. Patient remained at the hospital for 18 days and could ''never fully recover''. Per patient's certificate, cause of death states ''septic shock, anastomotic leak from small intestine, and severe aortic stenosis s/p transcatheter aortic valve replacement''. Per medical record review, a tte approximately 1 month post tavr showed, a gradient of 45.1mmhg and ava of 0.37cm2..

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for stenosis was confirmed based on the provided medical records. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.